Event description:
It was reported that while plugging in the rover during setup for a surgical procedure, a spark was observed between the plug assembly and the wall outlet. Backup equipment was used to perform the scheduled procedure. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service tech was dispatched to the user facility to evaluate the device. It was discovered that a fuse failed on the ac power board assembly. The assembly was replaced and the device was returned to use.